Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii flow cytometer is leaking biohazard not contained within the instrument. The following information was provided by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. There is a leak from the cart."

Event description:
It was reported that bd facscanto¿ ii flow cytometer is leaking biohazard not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. There is a leak from the cart."

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 28dec2020 to date 28dec2021. ¿ complaint trend: there are (B)(4) complaints related to the issue of a biohazard leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 28dec2020 to date 28dec2021. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn check valve. The check valve is a one directional valve that prevents backflow within the fluidics system of the instrument, and failures within this part can lead to leakages and contamination of waste. The customer had initially reported that they found a leakage from the check valve, temporarily tightened the valve with a cable tie, and requested for a field service visit for a repair. The fse (field service engineer) that came onsite was able to confirm the issue and replaced the worn check valve. They then cleaned the leakage in the wetcart, cleaned the optics, and tested the instrument to confirm that it was functioning properly. After the repair and cleaning the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: 334044 - check valve waste. Work order notes: o subject / reported: there is a leak from the cart. O problem description: there is a leak from the cart. O work performed: * check valve replacement. * cleaning inside the wet cart. * check the pattern with rainbow beads. * cleaning the optical path system. * inspection of each part. O cause: * because the check valve of the wet cart is damaged. (Aging). O solution: * you can use it without any problem. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: a review of the bd facscanto ii flow cytometer (fluidics) fmea #338960-04ra (version a/revision 1) has identified the cause of a valve failure in item ¿9. Check valve #17¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes no. O item: 9. Check valve #17. O function: 9.1 prevent backflow of contaminants into sample. O potential failure mode: 9.1.1 sample "mushroom" forms in flow cell. O potential effects of failure: 9.1.1.1 noise, wrong results, unwanted events in gate. O potential causes/mechanisms of failure: 9.1.1.1.1 tube not removed, causing backpressure. O current controls: user examines dot plots. O recommended actions: leave fluidics running at low flow rate. O responsible party: (B)(4). O target completion date: 90/30/03. O actions taken: complete:clearcase entry 10/23/03 ((B)(4))co#(B)(4) (facsdiva 4.0). O sev: 5. O occ: 7. O det: 2. O rpn: 70. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. The fse was able to confirm the issue and replaced the aging check valve. After the repair, the instrument was cleaned, tested, and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.